Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's doctor called and reported the electrode on the sensor was not visible when it was removed. Customer's doctor was advised the electrode was probably removed by the serter. Customer's blood glucose was not provided. The sensor is not returning for analysis.